Event description:
It was reported that an occlusion alarm occurred. Reportedly, contact removed the customer from the pump and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 270 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.